Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The 10.0x39mm otw omnilink elite stent delivery system (sds) was advanced however resistance was met. When removing the sds from the sheath it was noted the stent had fractured while still mounted on the balloon. The procedure was completed using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstances. The reported stent break could not be confirmed; however, stent deformation and stent dislodgment were observed. In this case, it is likely that interaction with challenging anatomy and/or accessory devices contributed to the reported failure to advance, as well as the observed material deformation and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The 10.0x39mm otw omnilink elite stent delivery system (sds) was advanced however resistance was met. When removing the sds from the sheath it was noted the stent had fractured while still mounted on the balloon. The procedure was completed using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.